Event description:
A us distributor returned a monitor and reported that the monitor was displaying a service code.

Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (205 service code) has been confirmed. Upon investigation the monitor would not fully power on. The monitor exhibited a flash memory failure at bga components u102 and u105 on the computer/analog board. The root cause for the flash memory failure could not be positively identified. No adverse event resulted from the damaged monitor.